Manufacturer narrative:
No root cause was determined for the leaking with the information supplied. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report receiving two (2) dxi wash buffer ii cubetainers that were leaking. No effect to patients or end users was reported in connection with this event.